Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department experiencing syncope; telemetry revealed the patient had very slow heart rate. Upon device interrogation, the electrograms revealed the right ventricular lead exhibited oversensing of noise resulting in pacing inhibition. Noise could not be reproduced with isometric testing. The device was reprogrammed and the patient was in stable condition and was being monitored in the hospital. The lead was capped and replaced on (B)(6) 2018. The patient¿s condition was stable during and post procedure.